Event description:
The service report shows the customer alleged that the peep setting fluctuated during a pre-pt self-test. The customer support engineer verified the reported event. The cse replaced the auto-zero solenoid. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.